Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the flexible screwdriver was received. The tip of the screwdriver has a band of lateral scratches. The tip of the screwdriver is broken completely through at the first segment. It is held to the device by the teeth of the adjacent segment but is otherwise loose. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post manufacturing damage. The received device was manufactured at the hagendorf site on 19 may 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. The complaint was confirmed for the flexible screwdriver. The screwdriver tip was completely broken at the last segment. The broken piece of the device was still connected to the rest of the assembly loosely by the teeth of the adjacent segment. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028. Lot: 9358033. Manufacturing site: hägendorf. Release to warehouse date: 19. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, on an unknown surgery, the end of the cannulated tapered drill bit cannot be attached to the connector. The flexible screwdriver broke off at the tip. Numerous drill adapter have used to test this out. There are dings in the drill and obviously won't allow the drill to be connected to the drill.procedure was successfully completed with the use of back-up device and slightly delay of 1 minute. No fragments generated. Patient was not harm. Concomittant device reported: unknown connector (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional/updated data. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown surgery that on (B)(6) 2019, the cannulated tapered drill bit cannot be attached to the connector. The flexible screwdriver broke off at the tip. Procedure was successfully completed with the use of back-up device and a slight delay of 1 minute. There were no fragments generated. Patient was not harmed. Concomitant devices: connector (part: unknown, lot: unknown, quantity: 1). This report is for a 5 mm hex flexible screwdriver. This is report 2 of 2 for (B)(4).